Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that multiple cartridge alarms (alarm 5, alarm 6) occurred. Customer's blood glucose level ranged between 300-509 mg/dl which was addressed by changing the infusion site, delivering a bolus, and administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.